Event description:
It was reported that the physician attempted to place an xpert stent system. The tip was open during insertion on a guidewire. The device was removed from the body and replaced with another device. There were no pt effects. No add'l info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.